Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the cause of the of the change in coverage and the out of range impedances was not determined. The patient was refereed to another hcp and was scheduled for an scs revision on (B)(6). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had a battery replacement on (B)(6) 2018. The rep said the coverage was good after the ins replacement, but shortly after that the coverage changed and there were now 4 contact points out of range. It was unknown what factors could have led to the issue. The ins was reprogrammed several times to try and attain coverage. The rep stated that the patient will be sent for an x-ray and the lead may be revised. Additional information received from a rep. It was reported that the ins was replaced due to an elective replacement. The rep stated 4 contacts were out of range at the time of implant initially but resolved after multiple attempts to insert the leads and the healthcare professional (hcp) stated that it was due to them flushing out the pocket with bacitracin/water and the hcp decided to close the pocket. The patient stated on (B)(6) that they had great coverage and just needed a small adjustment to the settings to get better coverage of the tail bone. The impendence's were still within range but on the higher end of green. At a post-op appointment on (B)(6), the patient stated that coverage was great and impendence's were good while the patient was sitting in a chair but then jumped to out of range when the patient was standing (4 contacts). Per the patient, the hcp stated that they believed that was from either scar tissue or blood in area of battery (pocket still healing) and not device related; the rep was not allowed into the room for this appointment. The rep noted that sometime between (B)(6) was when the coverage had changed. The rep said the cause of the change in coverage and the 4 contacts being out of range was unknown; it was also unknown what interventions were taken to resolve the issue and the patient was sent for x-rays. It was noted that the issue was not resolved at the time of the report. No further complications were reported.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.